Event description:
It was reported that the patient had right atrial (ra) lead undersensing and intermittent loss of capture after a maze procedure. The patient had bradycardia and ventricular pacing so a new ra lead was implanted to maintain atrial ventricular synchrony. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.